Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the sys was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.